Event description:
It was reported that during an unknown procedure, the jaw of the device was chapped when the surgeon fired it. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) information was not provided by the initial contact. Shrouds the analysis results found that one ec60 device was returned with the handle shrouds open and with a no cartridge present. The jaw was inspected and no anomalies were found. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the shrouds became damaged; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4) .